Event description:
The surgeon inserted an aa4203tl torie silicone plate lens and the lens tore. The lens was removed within the same surgery with no patient injury. No incision enlargement or sutures.

Manufacturer narrative:
Results visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion based on the complaint history and the evaluation of the retuurned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA# is p880091.